Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (serial: (B)(6); product type: 0215-screening device; implant date (B)(6) 2024; explant date (B)(6) 2024; brand name surescan; product ID 977d260 (serial: (B)(6); product type: 0215-screening device; implant date (B)(6) 2024; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens). Patient went to the ER late last night and they discovered epidural hematoma and removed the leads and the hematoma. Patient was having a lot of increased pain, numbness, trouble moving legs, weakness and tingling in her legs. And was unable to stand or walk. The patient went to the ER and rep was told they discovered an epidural hematoma which was surgically removed. Hcp said the patient was on blood thinners but had supposedly stopped them 5 days prior to the trial.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative. Rep confirmed wens serial number. Rep stated device was discarded by ER. Information was confirmed by the physician.